Event description:
It was reported the recharger malfunctioned. Additional information received reported the recharger could not recharge the implantable neurostimulator (ins). It was noted that no patient symptoms were reported. It was further noted that no troubleshooting or actions taken were reported. It was noted the patient outcome was not reported. Additional information received reported that on (B)(6) 2014, the patient had surgery to turn the ins over. The reporter stated the recharger was not replaced and would not be returned.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# unknown, implanted: (B)(6) 2014, product type: recharger. (B)(4).